Event description:
It was reported the insulin pump had a blank display anomaly. The device does not show any signs of physical damage. The device was not dropped or exposed to moisture. Customer uses alkaline battery. Battery cap was not damaged or corroded. Battery compartment and springs were neither damaged nor corroded. New battery was inserted and display returned. Customer will monitor the device. New battery was sent. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.